Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The over-sensed noise resulted in several high ventricular rate episodes and pacing inhibition. No interventions were made. The patient was stable.

Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The over-sensed noise resulted in several high ventricular rate episodes. Programming interventions were made. The patient was stable.